Event description:
(B)(4). From the moment it was inserted into fallopian tubes I had extreme pain and since having removed have had extreme bleeding. Had to have an ablation to stop bleeding and have large cysts growing on ovaries.